Event description:
The implant leaked and the desired effects of the implant were not achieved. Leaking implant was removed and sent to the or.what was the original intended procedure?breast implant.device #1is this a laboratory device or laboratory test?no.